Event description:
This lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that impedance is 2300 ohms. Slow trend upwards since (B)(6) 2011. In (B)(6) was 2000 ohms. No noise and no inappropriate therapy. Sl7516 normal impedance 400-1200 ohms. Biotronik ts stated 2300 ohms is out of range and may indicate a conductor problem. Rep confirm intermittant loss of capture as this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).